Event description:
Patient experienced congestion, tightness in the chest, nasal problems, and sinus infections while working with cidex opa solution. Patient does not have symptoms on the weekend. Patient has sought medical attention and was prescribed allergy medication.